Manufacturer narrative:
Manufacturer's analysis indicated that the external pulse generator (epg) had broken output connectors, damaged main printed circuit board (pcb), broken hanger, damaged case, and pinched display wires. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.